Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), difficulties flushing the 3-way stopcock of the dilator flush port occurred. The 3-way stop cock was removed and replaced, but the same issue occurred. The sgc was removed and flushed with a syringe direct to dilator flush port. However, when the syringe connected to the flush port, a little crack was observed at the flush port of the dilator, and a loss of fluid column occurred. Therefore, the sgc was not used and replaced.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator, crack dilator, and leak were confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified two other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. The cracked appears to be due to the troubleshooting maneuvers of the difficult to flush and the leak was due to the cracked. Abbott will continue to trend the performance of these devices.